Event description:
A patient reported they had a yearly eye exam and was dispensed 2 boxes of acuvue lenses. They inserted a pair of fresh lenses that day, read for about 2 hours and then fell asleep for about 3 hours. They said they were awakened with pain and a copious green discharge in their right eye. They said they called their family physician and told him they thought they had pink eye and their physician called in a prescription for a "sulfa" medication. They said they used it, waited a few hours, their vision deteriorated to a point where they could no longer see and they called an ambulance to take them to the local e.r. The e.r. Physician examined patient and recommended that they see an ophthalmologist. They were transported and examined by an opthalmologist who diagnosed them with iritis and told patient that their iris had "split".